Event description:
Caller reported a cartridge alarm 20. There was no reported impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer was informed about the steps necessary to return the problematic pump and receive a new one with updated software. The pump was still under warranty, and the customer planned to use mdi as a backup therapy to ensure continuous insulin delivery.